Event description:
A practitioner reported that a pt had a corneal ulcer with hypopyon of the left eye. Microbiological analysis showed pseudomonas aeruginosa. The pt was hospitalized for antibiotic treatment. The pt has been wearing daily disposable lenses for 4 months. This info was received from a non-us report and attempts to contact the dr for further details have been unsuccessful to date.